Event description:
It was reported that there was conversion difficulty at implant with high impedance measurements noted, however, measurements were within normal limits. Was felt to be related to device and electrode position. The electrode was later explanted and replaced onto the original pulse generator.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Please refer to emdr report (B)(4). CAPA-00005320 model 3501 fracture distal to sense b electrode location it was reported that there was conversion difficulty at implant with high impedance measurements noted, however, measurements were within normal limits. Was felt to be related to device and electrode position. The electrode was later explanted and replaced.

Manufacturer narrative:
CAPA-00005320 model 3501 fracture distal to sense b electrode location. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326m from the terminal pin, (in the notch area adjacent to the sense b electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.